Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender or origin. The patient was taking an unspecified medication for treatment of an unknown indication beginning on an unknown date. On 13-aug-2007, the humapen ergo burgundy/clear pen body (lot 0508a03) with a clear cartridge holder attached was reported, to have a broken pen injection plunger. This humapen ergo, burgundy/ clear pen body with a clear cartridge holder attached is associated with cid00532825. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on 12-aug-2007. Eighteen days later, the initial examination found two broken engagement tabs on the clear cartridge holder. It was unknown if use with another humapen ergo device was continued. Further information will be added when received.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.